Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received without cap nor needle. No defect observed.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc "exploded" during a procedure and the product "went all over, & the product spilled on the patient." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc "exploded" during a procedure and the product "went all over, & the product spilled on the patient". Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.